Manufacturer narrative:
Concomitant medical devices: 250 ml baxter epinephrine (2 mg added to 5% dextrose) bag; (2) green swab caps; therapy date (B)(6) 2016. Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of a hole and leak was confirmed. Visual inspection showed that the silicone segment had a 2.2 mm tear near the upper fitment. There were no other signs of damage. Functional testing and pressure testing confirmed leaking from the hole. The root cause of the silicone segment hole was not identified.

Event description:
The customer reported that vasopressors were infusing including norepinephrine being titrated for blood pressure and epinephrine at a non-titrated rate. The blood pressure dropped and the norepinephrine rate was increased. A leak was noted from a hole in the epinephrine tubing near the upper fitment. The tubing was changed and the patient's blood pressure stabilized allowing the norepinephrine to be titrated down to the pre-event rate.